Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Eight single bit ecc (error correcting code) errors recorded; one on (B)(6) 2016, two on (B)(6) 2016, and five on (B)(6) 2016. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Rate histograms and sequence counters have invalid data.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a memory error possibly due to radiation therapy. The device was interrogated and the pacing counters displayed question marks. Interrogating ¿all¿ was attempted, which did not bring up information nor did end the session and re interrogate. The histogram graphs were also not available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.